Manufacturer narrative:
Concomitant medical products: 8042b crt-p, implanted (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced diaphragmatic pacing from the left ventricular (lv) lead which could not be resolved. The lead was capped and replaced. No further patient complications have been reported as a result of this event.